Event description:
It was reported that the wake button was not functioning as expected and required multiple presses to function. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.